Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric septation procedure, while surgical stapling, the handle was able to recognize the reload and the stapler was able to fire but the firing blade did not move. Another product was use to complete the case. There was no patient injury in the event.